Event description:
The patient reported that the infusion set's adhesive patch failed to adhere to the skin during insertion with two infusion sets. The incidents occurred on (B)(6) 2026. Patient had high blood glucose levels. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.